Event description:
Ous MDR - due to inappropriate lead impedances seen through home monitoring, a lead revision was scheduled. This pacemaker and the atrial lead were explanted and replaced because the physician suspected there was an issue with the "connector bore". During the operation, the lead was disconnected and measured with a psa. All impedance measurements were fine. The lead had insulation damage near the is-1 connector pin, but there was no noise observed. The pacemaker does not appear to have moved in the pocket.